Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported a patient who had lal implantation on(B)(6) 2023. The initial lal ((B)(6), +21.0d) inserted into the eye was noted to have a damaged leading haptic and was removed. A replacement lal was successfully implanted. The patient developed corneal edema postoperatively, necessitating a descemet stripping endothelial keratoplasty (dsek) procedure approximately two months after the primary cataract surgery. Rxsight's first awareness regarding the patient's need for a dsek procedure was on (B)(6) 2024.